Manufacturer narrative:
The pt's demographic info is unavailable from the site at this time. The device manufacture date is unavailable at time of this report. Software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that during a spine case they were having trouble activating their c-arm images in synergy spine. After troubleshooting with medtronic technical services, the procedure was completed without the use of the stealthstation s7. No impact on pt outcome reported.